Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Customer's blood glucose level was 200-250 mg/dl.